Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, high, out of range pacing lead impedance was observed. Capture threshold increase was also noted. Device output was increased and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.